Event description:
It was reported that the device was used during laparoscopic gastric bypass. It was reported by the rep that the silicone gasket on the 512sd tore (mod code 24) in two places during the case. There was no consequence to the pt.